Manufacturer narrative:
A bci field service engineer (fse) found the waste line pulled from the drain. The fse moved the instrument closer to the drain and tie wrapped the waste line to the drain cover. A definitive root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak in the waste line on the coulter lh 750 analyzer. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds the specimens were rerun on a backup instrument. No death, injury or change to patient treatment is associated with this event.